Manufacturer narrative:
Sorin group (B)(4) received a report that the bipolar device started to burn the vein near the tip of the device and caused a bruise to the vein. The product has been returned to sorin group (B)(4) and an investigation is being conducted. F/u report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the bipolar device started to burn the vein near the tip of the device and caused a bruise to the vein.